Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the cylinder outer layers eroded. Cylinders and pump were removed and replaced with new components and connected to previous reservoir. No information about the patient's outcome was provided.